Manufacturer narrative:
The actual device was returned for evaluation. The foot control device was evaluated and the reported condition that the device had a cut in the cord with wire exposed was confirmed. A visual assessment was performed and it was determined that the cord was damaged preventing the function assessment from being performed. It was determined that the condition of the damaged cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object which damaged the cord or exerting extreme force on the cord during cleaning or use. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that two foot control devices had wires exposed, and a cut in the cable. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.